Event description:
It was reported that five weeks after the initial operation, the lag screw was sliding to outer the side. The patient's condition will continue to be monitored. No medical intervention reported. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
(B)(4). Report source: foreign - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.